Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur. The customer was informed to continue using the pump and advised to call back if any issues reoccurred, which the caller acknowledged and understood.